Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist in (B)(6), regarding a 23mm sapien xt case in aortic position by transfemoral approach. A bav was performed before the implant. At deployment, when the physician was performing the fine adjustment, the valve was dislodged from the delivery system and then embolized and lodged into the patient¿s abdominal aorta. Subsequently, a new 23 mm sapien xt valve was successfully implanted. After having located the previously embolized sapien xt valve, it was secured and sealed to the aortic wall through an expandable stent and, left at the abdominal aorta afterwards. As per medical opinion, the valve dislodged and embolized due to patient¿s anatomy (obesity and vasculature) and severe calcification of the native annulus.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for evaluation. A review of the procedural imagery and cine revealed the following information relevant to the complaint event: initial valve alignment was in abdominal aorta, the valve embolized in to ventricle, then migrating to abdominal aorta and attempted valve deployment and valve embolized into abdominal aorta. The device history review (DHR) was performed and work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿valve ¿ dislodged from balloon¿. A review of complaint history for the sapien xt (all sizes) from january 2018 to december 2018 revealed no other returned complaints for ¿valve ¿ dislodged from balloon¿. A review of complaint history reveals that the complaint occurrence rate did not exceed the december 2018 control limit for the ¿dislodged from balloon¿ trend category. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for ¿valve ¿ dislodged from balloon¿ was confirmed based on the provided imagery, but no manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. The complaint notes state ¿by the anatomy of the patient and calcium was difficult to position the delivery system in the annulus, the sapien xt has not the flexion in the tip to do that last adjustment.¿ this indicates that there was difficulty positioning the valve within the annulus due to the patient anatomy. It is likely that the tortuosity and calcification of the patient¿s vasculature led to increase tension within the delivery system and as a result hindered the ability to crossing the aortic arch. Additionally, the patient was reported to have severe aortic stenosis, which would have made crossing the native annulus even more challenging. The flex tip is distal to the proximal valve alignment marker meaning that is likely the valve was positioned too distal during valve alignment. If the valve was placed too distal in order to position correctly within the annulus, then it is possible for the thv to move or become dislodged. It is likely that while trying to maneuver the valve within the annulus, the valve was not properly aligned on the delivery system, which resulted in the dislodging of the valve. Available information suggest that patient (vasculature) and procedural factors (positioned the valve too distal during valve alignment) factors may have contributed to the complaint event. Since no product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed and the complaint occurrence rate did not exceed the applicable trending control limit, a product risk assessment (pra) escalation is not required. Based on the provided imagery, the complaint for ¿valve- dislodged from balloon¿ was confirmed. However, no manufacturing non-conformances were identified. Available information suggest patient (vasculature) and procedural (positioned the valve too distal during valve alignment) factors contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the december 2018 control limit for the applicable trend category, neither a pra nor corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.